Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 was inserted via the axillary artery graft site to support the 65 year old female admitted in with the plan for a coronary artery bypass and valve surgery. The patient suffered from post cardiotomy cardiogenic shock and had the 5.5 placed. The patient presented in scai stage d shock and was supported by extra-corporeal membrane oxygenation (ECMO), inotropes, vasopressors, and a vent for respiratory needs prior to the 5.5 placement. After the pump was placed, on day 3 of the support the team had to reposition the pump away from the mitral valve. At the time of repositioning the sleeve was torn. The team made decision to not explant the pump but rather wrapped the pump sleeve with tegaderm. The pump remains on without any harm or injury from the sleeve damage and repositioning.

Manufacturer narrative:
The cause of the hemodynamic instability was not determined due to insufficient clinical details and no product return. The cause of the device in wrong position was not determined due to insufficient clinical details and no product return. The cause of the anticontamination sleeve tear was not determined due to no product return.

Manufacturer narrative:
B1: added product problem d6b: added explant date additional information: the answers to the following questions were provided by the customer. 1. Do you happen to know if the pump is available for return for investigation? This pump is not available for return. 2. If yes, is a return kit needed? Please provide your complete address. No kit needed 3. I also, wanted to know if the patient had liver damage, gi bleed, or sepsis? To my knowledge, the patient did not have any of those issues.

Manufacturer narrative:
Corrected information was provided in d3. Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information were provided in d4. Upon review, the catalog, serial number and primary UDI number have been updated. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.